Event description:
A customer's family member reported the customer's freestyle freedom lite glucose meter turns off during testing. As a result of this issue, the caller reported the customer experienced symptoms described as "very tired, lethargic, sweaty, incoherent, non-focused and totally out of it", followed by a loss of consciousness. The caller further reported the customer "was sitting in his chair and was tired and let him sleep awhile. When he got up he was leaning over his walker, and he took two steps and slumped over his walker." The caller stated that a short time after the loss of consciousness, a reading of 37 mg/dl was obtained. No third-party emergent medical intervention was reported. The caller stated the customer was treated with "orange juice with sugar, honey, chocolate shake, and a high protein drink". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.